Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine at an unknown concentration/ dose/frequency via an implantable pump for spinal pain, non-malignant pain and failed back surgery syndrome. It was reported the pump was replaced on (B)(6) 2016 due to longevity. It was noted the patient spoke to two manufacturing representatives before going into surgery. A dye study was performed in (B)(6) of 2015, which revealed a "slit" in the catheter. It was reported the patient's dose was at a higher setting due to the issue with the catheter and not receiving all of the medication. The hcp replaced the pump along with the catheter. The hcp programmed the new pump at a lower medication setting, so they could adjust up slowly to the right dose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.